Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2023-23763. It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, it is unknown if diagnostic imaging was performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated diagnostic imaging was performed and revealed no anomalies. No additional intervention was performed. The patient will be monitored.